Event description:
A (B)(6) female underwent aaa repair on (B)(6) 2010. The procedure went as planned, zenith main body and iliac legs deployed without issue, landed perfectly. A zenith main body extension was placed, deployed and landing were great; however, when the physician removed the dilator, blood leakage occurred from the hemostatic valve. The pt lost 150-200 ml, but did not need a blood transfusion. The heparin delivered to the pt was the standard dosage.

Manufacturer narrative:
(B)(4). This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequences. Each device is inspected for numerous characteristics that could prevent/reduce leakage from the valve; (B)(4). No product was received to assist in this investigation. A definitive root cause cannot be determined at this time. We will notify the appropriate in-house personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no add'l actions are required at this time.